Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device was interrogated prior to implant and device battery was at end of service. The device was not used. The patient's surgery was rescheduled. No patient complications have been reported as a result of this event.